Manufacturer narrative:
Visual inspection; functional inspection; device history review; complaint history review; risk assessment; manufacturing data for this lot was reviewed, no relevant manufacturing issues found. The device is greater than 4 years old). No anomalies were found on the device. The likely root cause not properly mounting the spacer to the collet on the inserter, and normal instrument wear.

Event description:
It was reported that the avs tl inserter broke.

Event description:
It was reported that the avs tl inserter broke.